Event description:
The customer reported that following a diagnostic catheterization/radiology procedure in 2001, a vasoseal es was deployed. During deployment the operator encountered significant resistance when trying to place the tissue dilator and ultimately the sheath. Once the sheath was placed the operator noted a significant amount of blood coming through the sheath, so the operator was instructed to remove the locator and dilator from the tissue tract. This was accomplished without difficulty. Upon removal of the components, pulsatile blood flowed out of the sheath while the second operator was still applying occlusive hold. The operator was instructed to abort the deployment prior to collagen deployment and convert to manual pressure. The sheath was removed and manual pressure was applied. A c-clamp was then applied and the patient was taken to a holding area. Hemostasis was lost and the c-clamp was applied again. During assessment of the patient, no pedal pulses were present in the right foot and the patient complained of numbness in the toes. A vascular surgeon was consulted and the patient was taken for an angiogram of the right leg approximately three hours later. The patient was diagnosed with an arterial occlusion at distal superficial femoral artery/proximal popliteal artery. The patient was taken to surgery for an emergency thrombectomy. The surgeons and radiologists believed that the femoral thrombus developed and embolized distally to an existing area of severe stenosis. No further complications were reported.